Manufacturer narrative:
The devices, intended for use in treatment, were returned for evaluation. A visual inspection was conducted and confirms the device tips are round off causing the stated failure. One of the devices has a piece broken off which was returned with the devices. These devices show signs of significant wear / use. These devices were manufactured in 2018. A review of complaint history on the listed part revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the handle is not locking into the reamers. No further information has been received yet.